Event description:
It was reported the lead displayed noise and short v-v intervals. It was also reported the physician found the chronic right ventricular (rv) lead to be twisted in the pocket. The physician stated it appeared to be twiddler syndrome. The lead was re-programmed; "turned off," was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.